Manufacturer narrative:
(B)(4). Approximate age of device - 7 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that pump stoppages occurred. The patient did lose consciousness for a brief period with loss of power. The manufacturer¿s technical services representative reviewed the log file and data revealed the file was unremarkable. The patient was discharged. No additional information was provided.